Manufacturer narrative:
Additional suspect medical device components involved in the event. Brand name: vercise cartesia, upn: m365db2202450, model: db-2202-45, serial: (B)(4), batch: 5126852. Brand name: vercise cartesia, upn: m365db2202450, model: db-2202-45, serial: (B)(4), batch: 5126671.

Event description:
It was reported that the clinical patient experienced falls which were assessed as moderate in severity. The patient was administered medication and the device was reprogrammed. The devices remain implanted. The event was assessed as not related to the procedure or device, and probably related to the stimulation. The event resolved and the patient has recovered.